Event description:
Customer reported the system displayed a kv error and shut down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator calibration. System operates as intended.